Manufacturer narrative:
The pump was returned for power error alarms, and the alarms were confirmed in the detailed trace. The pump had minor scratches on the lcd window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The company representative reported that the insulin pump alarmed power error. The insulin pump's internal power source is unable to charge. Troubleshooting was conducted, but the alarm reoccurred four hours later. The blood glucose reading was 149 mg/dl. The customer was advised to return the insulin pump for analysis. The insulin pump will be replaced.